Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of noise reversions due to myopotential inhibition were observed via remote transmission. Programming changes were made to device. Patient condition was good after event.